Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between utilization of the liberty select cycler and the patient event of death during treatment. However, there was no documentation to show a causal relationship between the patient death and use of the cycler. Additionally, there was no allegation of a device malfunction or deficiency. Although a cause of death was not determined, it was reported that this patient had a recent decline in health with unspecified abnormal lab values that were not resolved, and the origin not determined. The pdrn stated a review of the patient¿s last treatment did not show any issues with the liberty select cycler and that the patient had completed the treatment. End stage kidney disease patients have a high mortality rate with cardiovascular disease reported as the leading cause of death among dialysis patients. Nearly a quarter of deaths are listed as being from an unknown cause. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to report that a pd patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the pdrn. The patient had been experiencing a recent decline in health status. The patient¿s lab values (not specified) had been bizarre within the last month with no cause ever confirmed. The patient went to the emergency room on (B)(6) 2023 and was administered calcium (no further information provided) prior to being sent home. The patient resided alone. The pdrn and physician had attempted to contact the patient on (B)(6) with no response. On (B)(6) 2023 the pdrn went to the patient¿s home and found the family there. The patient had passed away. The patient was found deceased and still connected to the cycler. The coroner reported the patient passed away sometime during the morning on (B)(6) 2023 based on the patient¿s dialysis treatment records. The exact cause of death is unknown. The pdrn stated a review of the treatment records showed that the treatment was completed, but the patient had not disconnected prior to passing away. There was no indication in the records that there was any issue with the liberty select cycler. The pdrn stated the cycler was functioning normally. No further information was available.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius customer service to report that a pd patient passed away while connected to their liberty select cycler. Additional information was obtained through follow-up with the pdrn. The patient had been experiencing a recent decline in health status. The patient¿s lab values (not specified) had been bizarre within the last month with no cause ever confirmed. The patient went to the emergency room on (B)(6) 2023 and was administered calcium (no further information provided) prior to being sent home. The patient resided alone. The pdrn and physician had attempted to contact the patient on (B)(6) 2023 with no response. On (B)(6) 2023 the pdrn went to the patient¿s home and found the family there. The patient had passed away. The patient was found deceased and still connected to the cycler. The coroner reported the patient passed away sometime during the morning of (B)(6) 2023 based on the patient¿s dialysis treatment records. The exact cause of death is unknown. The pdrn stated a review of the treatment records showed that the treatment was completed, but the patient had not disconnected prior to passing away. There was no indication in the records that there was any issue with the liberty select cycler. The pdrn stated the cycler was functioning normally. No further information was available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment was performed on the cycler with reduced dwell times. The test was completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.